Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter had a black mark inside. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue occurred 8-10 months ago. The patient reported that he manages his diabetes using a combination of oral medication (metformin 1-2 tablets per day and levemir 10 units), and made no changes to his usual diabetes management regimen in response to the alleged meter issue. The patient reported that a few hours after the meter issue began he developed symptoms of ¿nausea, dizziness and frequent urination¿. He denied receiving or requiring any treatment in response to the alleged meter issue. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time and there was no indication of misuse of the product. The products were requested back and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.